Event description:
The pt was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the pt expired. The cause of expiration was noted as "bleeding". Per the manufacturer's clinical consultant, the pt's cause of death was disseminated intravascular coagulation (dic). The pt had liver insufficiency which was thought to be a contributing factor to the dic.

Manufacturer narrative:
The manufacturer was advised that the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The customer reported that an autopsy was not performed. Data log files were not able to be obtained from the implanting center. The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.